Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for investigation. The guide wire contains two bends near the distal j-tip. Microscopic examination of the wire was performed and the coils are slightly closer; however, they are not offset or unraveled. The returned guide wire was bent 523 and 541 mm from the proximal tip. The diameter of the guide wire was within specification. The returned guide wire was unable to pass through a catheter from inventory. A manual tug test confirmed that both the proximal and distal welds are still intact. A device history record (DHR) review was not available for review as there was a product code/batch discrepancy. The IFU provided with this kit warns the end user "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report that the guide wire kinked during use was confirmed by examination of the returned sample. The guide wire contained two bends. The returned wire met all relevant dimensional requirements. Based on the condition of the returned guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the swg (spring wire guide) bent and could not be used anymore. The procedure was completed using another device.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the swg (spring wire guide) bent and could not be used anymore. The procedure was completed using another device.